Event description:
It was reported that during a shift check, the autopulse platform displayed a fault 16 (timeout moving to take-up position) message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 12/16/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform was performed and found the top cover to be cracked. The platform failed initial functional testing as it exhibited a user advisory (ua) 16 (timeout moving to take-up position) upon power on. A review of the platform's archive was performed and found multiple ua 16 faults to have occurred on the reported event date of (B)(6) 2014. The drive train motor and all other parts associated with it were replaced to remedy the customer's reported complaint. The platform underwent and passed all final functional testing. The customer's reported complaint of the platform exhibiting a ua 16 fault was confirmed through both review of the platform's archive and upon initial functional testing. The root cause was determined to be the drive train motor, which had seized.